Manufacturer narrative:
The batteries of the concerned device were requested and received for investigation. It was found that the battery capacity was too low (only about 10% of the specified value). The root cause analysis was not yet concluded. The investigation results will be reported in the follow up report.

Event description:
(B)(4).